Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a battery out limit alarm. The customer's blood glucose level was 300 mg/dl. The alarm happened during normal use, however the customer reported being on steroids. The customer was shipped a replacement battery cap. Nothing was returned for analysis.